Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm did not trigger, and as a result the customer experienced hypoglycemia induced seizure and loss of consciousness. A healthcare professional was called to customer's home, and customer provided 2 ampoules of glucose and glucose via IV. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm did not trigger, and as a result the customer experienced hypoglycemia induced seizure and loss of consciousness. A healthcare professional was called to customer's home, and customer provided 2 ampoules of glucose and glucose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Performed an analysis of the glucose value graph and alarms were not displayed when glucose values were outside the threshold range. Activated sensor with a known good reader and performed linearity test. Low/high glucose alarm did not go off. An extended investigation has also been performed for the returned products and no issues observed and no failure modes were observed on the sensor plug assembly upon visual inspection. The low glucose threshold in the alarm settings was set to 100 mg/dl. Activated sensor with a known good reader and performed linearity test. Low glucose alarm was successfully activated. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.